Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as surgical impact opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: ¿ observed creases on the device. ¿ observed stress marks on the device. ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
The device was implanted past the expiration date.